Event description:
The customer reported a malfunction on the pump, but no notable events preceded this issue. There was no clear information regarding any adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing instructions to reset the pump, and after performing the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happens again, to which they acknowledged understanding.